Event description:
Lipographer device not functioning properly for fat grafting procedure, did not hold suction, not pulling fat. Second occurrence with this model, no harm to patient, device still used by provider.